Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 023, the patient developed a skin reaction with itching, rash, infection and inflammation under the entire patch area. There was no documentation of examinations or laboratory test performed. The patient consulted a doctor and they prescribed oral antibiotics. At the time of the report the skin reaction was healing. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.